Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A nurse reported that a valved cannula leaked during a vitrectomy. Additionally, the cutter was difficult to remove and the cannula dislodged if not held by another instrument. The patient impact was unknown at the time of this report. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: one opened bag of mixed components in a tray labeled was received. There were no trocars in the bag. Because no sample was returned for evaluation, the condition of the product could not be verified. The final customer lot was identified. For this final lot, seven 23 ga valve entry component lots were used to make up the final lot. A device history record review was conducted. The device history record reviews did not point to a root cause because the product released met product acceptance criteria. No additional investigation is required based on device history reviews. A root cause for the increased complaint rate for leaking trocars was correlated to a manufacturing post assembly inspection practice that required manipulation of the valved septum along the blade shaft. The reported lot for this complaint includes affected manufacturing lots.

Manufacturer narrative:
A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed. (B)(4).